Event description:
In 2007, the lay patient's daughter called lifescan (lfs) alleging that she was unable to obtain a reading on the patient's one touch basic enhanced meter. The medical affairs specialist (mas) spoke with the daughter on the following month to obtain additional information included below. The patient started living with the reporter/daughter on nine days prior to original date. The daughter said, the patient administered her own insulin and oral medications. The daughter did not know what blood glucose readings the mother had obtained prior to that same day. The reporter/daughter told the mas the patient had previously lived with another daughter. The reporter/daughter did not know whether the patient had taken medications and tested her blood glucose as usual while she lived with the other daughter. The daughter first attempted to test the patient's blood glucose with the reported meter before bedtime on a week prior to original date, while the patient was alert and responsive. The daughter was unable to obtain a meter reading. The next morning, at 10:30 am, the daughter found the patient unresponsive and "breathing funny". The daughter called ems. The emt's took the patient to the ER. En route to the hospital the emt's obtained a blood glucose reading of 1000 mg/dl on an unidentified ems device. The patient was admitted to ICU for treatment of ketoacidosis and hyperglycemia. As of the following month, the patient remained hospitalized in a skilled nursing area. The daughter said the lfs customer care advocate (cca) discovered that she was using the reported product incorrectly. She said she was applying blood to the test strip before putting the test strip into the test strip holder. The patient's products were replaced. The mas walked the daughter through setting the replacement meter settings. The complaint is reported, because the reporter alleges, she was unable to obtain the patients blood glucose reading on the lfs product and the next day, the patient experienced symptoms, a hyperglycemic reading on an ems device and was diagnosed in the ER with hyperglycemia and ketoacidosis.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.